Manufacturer narrative:
Weight, ethnicity, race:unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of a -16.5/2.0/179 (sphere/cylidner/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was removed and replaced due to refractive surprise. The problem was resolved. The cause of the event is unknown. Reportedly status of the eye is, "stable."

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent/ deformed with fibre on the lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).